Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, the customer went to the emergency room with a blood glucose level (bg) of 420-423 and was admitted to the intensive care unit with high ketones that were identified as dangerous by a health care professional. Customer was treated intravenously with fluids of saline and insulin. Customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.